Event description:
The customer reported that the insulin pump had a button error alarm. The blood glucose reading was 551mg/dl. The caller stated that the buttons were not pressing for three minutes or longer. The customer stated that she was admitted as an inpatient for medical treatment. The caller mentioned that her blood glucose was high due to multiple glucose injections given at the hospital. The customer also experienced low blood glucose of 21mg/dl, and she was treated with food. Troubleshooting was performed. The customer stated that she may have given herself too much insulin. Instructed the customer to disconnect from the device during the rewind/prime process. Advised the customer to call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with no button response on the up arrow and button error alarms due to corroded keypad traces. Unable to perform functional testing, including, the displacement, prime, basic occlusion, occlusion, and no delivery test.